Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (3.0 mg/ml at 1.1996 mg/day), bupivacaine (20.0 mg/ml at 7.997 mg/day), clonidine (400.0 mcg/ml at 159.95 mcg/day), and droperidol (150.0 mcg/ml at 59.98 mcg/day) via an implantable pump for malignant pain (colon). On (B)(6) 2013, the patient reported numbness from their waist to bilateral lower extremities. The next day, the patient reported bilateral lower extremity weakness. The device was reprogrammed on the same date. The clinical diagnosis was intrathecal medication side effects. An MRI was ordered, but the patient was unable to undergo an MRI secondary to pain. The patient was scheduled for a catheter revision on (B)(6) 2013. The catheter was spliced, and the tip was repositioned to c7 to remedy the numbness from l2 and below. The event resulted in an unscheduled clinic or office visit. The event was related to the device/therapy, and not related to the implant procedure. The event was related to the drug (bupivacaine). There was no changed in the drug that caused the event. The event resolved without sequelae on (B)(6) 2013. No further complications were reported or anticipated.